Event description:
It was reported that a procedure was cancelled. The target lesion was located in the arm fistula. An angiojet avx catheter was used for thrombectomy procedure. During the procedure, the device could not prime and there was an error message displayed when using several attempts. The procedure was not completed due to this event. No patient complications were reported.